Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use the noise generated from a ventilator became greater. The ventilator did not stop cycling. The patient was removed from the ventilator and transferred to another ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The pump was returned for investigation. The customer complaint of noise was verified. A visual inspection showed black particles inside both sides of the bearing housing. Inspection of the linear bearing tracks showed black marks which indicates heat and friction.